Event description:
It was reported that a spectrum infusion pump a constant upstream occlusion alarm. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). A device was not returned to baxter for evaluation, therefore, an evaluation could not be completed. If a device is returned, an evaluation will be completed and a supplemental report will be submitted.